Manufacturer narrative:
(B)(4).

Event description:
Customer states that during a functional end-end anastomosis an I-drive was used for the reload. Upon the second fire for closure of fee, the jaws of the reload were slightly opened. Doctor used the device on a patient. No further incident. The last patient's status is good.. The patient's gender, age, and weight are not provided. Operating time not extended.